Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away with an unknown cause of death. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the clinic post-mortum, however, the physician was unable to determine the details of the episodes prior to the patient's death. The physician noted the device did not keep detailed information on the episodes and requested analysis of the device to determine if the device had functioned appropriately during the episode.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.